Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed, but no data available for analysis. The patient will be in contact with the physician, and will be scheduled for change out. This pacemaker remains in-service at this time. No adverse patient effects were reported.